Manufacturer narrative:
The subject device was returned to omsc for evaluation. The coating on the outer surface of the grasping section was partially peeled off. The manufacturing history record was reviewed, with no irregularities noted. This type of event is most likely related to the operator's technique. Based on the past similar cases, there is possibility that scraping filthy jaw with a scalpel or the tip of tweezers resulted in the peeling of the coating. The instruction manual of the device has already warned as follows; - if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Event description:
During a neck dissection, u508 error was displayed and the subject device did not work. The procedure was completed with another device. There was no patient injury reported. During the investigation on august 28, 2017, olympus medical systems corp. (Omsc) found the distal end of the ptfe pad was separated and the coating of the outer surface of the grasping section was partially peeled off. This MDR is regarding the coating missing.